Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Pt had plif performed (B)(6) 2010, using peek unilif cage and 4x xia3 6-5x50mm polyaxial screws. Pt returned for surgery on (B)(6) due to persistent discharge/infection. Washout, debridement and replacement of the peek unilif cage was performed. This also included the replacement of 1x rod and 2x blockers which were loosened to allow removal and reimplantation of the cage. Infection remained and infection cultured requiring removal of all hardware. This was performed on (B)(6) and 9:00pm. Event: on removal of hardware, the tulip disengaged from the body of the screw. Parallel distractor was used to...